Manufacturer narrative:
(B)(4). One used caresite valve, without packaging, was received for evaluation. The valve was examined under magnification, and a crack was observed on the female luer threads of the molded caresite valve body. The crack started from the top of the valve and extended down to the bottom of the luer threads. Without the lot number, a batch record review could not be performed. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports a patient was sent home with a continuous infusion. The patient returned back to the facility because there was leakage at the caresite connection. The reporter was unsure how long the caresite was in use prior to the leakage. The reporter indicated that it was chemo medication that leaked.